Manufacturer narrative:
Concomitant medical products: (2) 8110; 8100; (2) 8015; td: (B)(6) 2017. The customer¿s report of a possible overinfusion was neither confirmed nor replicated. Review of the pcu event log indicated that two pump modules were in use at the time of the reported event. Pump module s/n (B)(4) was infusing an unidentified medication at a rate of 4.3 ml/hr. At 8:48 pm on (B)(6) 2017, the user changed the dose to 1.2, which made the rate 6.5 ml/hr. At 5:07 am on (B)(6) 2017, the user changed the dose to 0.8, which made the rate 4.3 ml/hr. At 5:33 am, the device was channeled off. The volume recorded as being infused during this period was 55.01 ml. At 8:46 pm on (B)(6) 2017 pump module s/n (B)(4) was programmed to infuse fat emulsion 20% at a rate of 4 ml/hr. The infusion continued until 5:49 am on (B)(6) 2017 when the door was opened, the device alarmed for check IV set, and the module was channeled off. The volume recorded as being infused during this period was 36.17 ml. The medications reported in the event description to have been infusing (fentanyl and dexmedetomidine) were not observed in the pcu event log, however the medication infusing on pump module s/n (B)(4) may be the dexmedetomidine that was reported because it was infusing at a dose of 1.2 for a period of time. Rate accuracy testing found both pump modules to be delivering fluid within specification. No other details regarding the reported event were provided to make a determination on whether or not an overinfusion occurred. The root cause of the reported event could not be determined.

Event description:
The customer reported that a patient was receiving an infusion of fentanyl at 30 mcg/hr and dexmedetomidine at 1.2 mcg/kg/hr for several days. At 0430, the patient was found unresponsive; the fentanyl infusion was stopped; vital signs were checked and were stable and unspecified blood values were checked. The pump appeared to be infusing at the programmed rate. At 0600, the patient became responsive with stable vital signs. All IV meds were changed, along with the cap and tubing. The patient had received a dose of clonidine po prior to the event and the customer suggested that the patient¿s unresponsiveness might have been a result of the clonidine. An event log review and device evaluation were requested to determine if a pump malfunction or an over infusion occurred. There was no report of lasting patient harm.